Event description:
Sometime in may (exact date unknown) the pt, a iddm, awoke "in the middle of the night" with blood glucose levels of "300, 400, 500+" on his one touch profile meter. He compensated for the high readings by taking "a small amount of regular insulin" (exact amount unknown). He "went into insulin shock and was unconscious." The pt's father called the paramedics who, upon arrival, obtained a reading on a unknown brand of meter of 46 or 48 mg/dl. A test performed on the pt's meter at the same time was in the "400's." The pt was treated with a glucose IV drip and within mins he was "fine." He was not hospitalized. The meter is cleaned according to MFR's recommendations, however, quality control tests designed to detect potentially inaccurate results are not performed. Calibration status of the meter was unk at the time of contact.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, have not been able to verify a device malfunction which could have contributed to this event. The meter memory was downloaded and reviewed upon arrival at lifescan. The reported meter results could not be confirmed. In addition, although it was reported that the alleged event occurred "sometime in 5/97," the memory indicates that the meter had not been used beyond 2/2/97. Based upon this, we conclude that the alleged event was not caused by use of the one touch profile meter. At this point, investigation of this matter is closed.